Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been service a complete device analysis could not be completed to investigate the reported death. However, a review of the device logs revealed no system errors, anomalies, hardware device failures or intraperitoneal volume iipv events that could have caused or contributed to the reported difficulty. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. Review of the device service history and device history record revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice device. The patient was not hospitalized prior to death. The cause of death was unknown. Pd therapy was ongoing at the time of death and the patient was connected to the homechoice device at the time of death. It was reported that an autopsy was not performed. Additional information was requested, but is not available.